Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4068-52 implantable pacing lead implanted: 2003 (B)(6). (B)(4) .

Event description:
It was reported that the right ventricular (rv) lead experienced high threshold and rising impedance. In addition, the right atrial (ra) lead experienced low pacing impedance. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.